Event description:
A pt reported that their meter would not turn on. Pt was not able to test on the meter. The issue was not resolved with troubleshooting. There was no medical intervention or treatment given. Pt stated that their "heart was palpitating". No further info has been reported.